Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that while attempting to implant a 13.2mm vticm5_13.2; -9.00/+3.0/095 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023; the lens had tore during loading. On this same date a replacement lens of the same length lens was implanted and the problem was resolved.